Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which is indicative of battery voltage being too low for the projected remaining capacity. An engineering analysis was requested. The analysis confirms that power consumption is increasing in a gradual fashion. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which is indicative of battery voltage being too low for the projected remaining capacity. An engineering analysis was requested. The analysis confirms that power consumption is increasing in a gradual fashion. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which is indicative of battery voltage being too low for the projected remaining capacity. An engineering analysis was requested. The analysis confirms that power consumption is increasing in a gradual fashion. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The investigation conclusion code of cause traced to component failure was selected based on analysis evidence of a failed low voltage ceramic capacitor.